Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 8 months post implant of this bioprosthetic valve, a transcatheter bioprosthetic valve was implanted valve-in-valve in the aortic position.  The reason for the intervention was reported as high gradients. No additional adverse patient effects were reported.